Event description:
Boston scientific received information that since its implant approximately six months ago, this right ventricular (rv) lead has exhibited decreasing sensing and increasing capture thresholds. Finally, it was unable to capture at maximum outputs of 7.5v. Due to the rv lead issue and the patient's need for an upgrade to a cardiac resynchronization therapy defibrillator (crt-d), surgical intervention was performed. Prior to the procedure, a chest x-ray was done and it appeared that this rv lead had dislodged. The lead was explanted and a new rv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix did not extend, and this was most likely due to dried blood in mechanism. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.